Event description:
It was reported by the customer that the product is defective. Additional information received 8/24/2023: it was reported that the product broke and leakage was observed. There is no patient information available. The event occurred when the product was in use on a patient but did not involve a life-threatening or urgent medical situation. There was no injury or complications. There was a delay in medication, but it was not clinically significant. No medical or surgical intervention was needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that the product is defective. Additional information received on 8/24/2023: it was reported that the product broke and leakage was observed. There is no patient information available. The event occurred when the product was in use on a patient but did not involve a life-threatening or urgent medical situation. There was no injury or complications. There was a delay in medication, but it was not clinically significant. No medical or surgical intervention was needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the root cause could not be determined. Three photographs of a 20 g infusion set were returned for evaluation. An initial visual observation of the photographs showed the extension tube was split at the junction of the luer connector and the extension tube. Use residue was observed on the sample in the returned photograph. No other details of the damage could be seen on the sample in the returned photograph. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.